Manufacturer narrative:
He exact date on which the device became malformed is unknown; however, the issue was discovered during set inspection on march 10, 2016. Device is an instrument and is not implanted or explanted. Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the stardrive screwdriver shaft tip was found to be worn with all six lobes chipped. No definitive root cause was able to be determined; however, the failure mode is consistent with the application off-axis/excessive force and/or wear and tear. The stardrive screwdriver shaft (part (B)(4)) is a component of both the 1.5mm modular lcp system and the 1.5mm lcp modular mini fragment system. In each instance, the t4 driver shaft is utilized for insertion or removal of screws. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and tip. The design, materials, and finishing processes were found to be appropriate for the intended uses of this device. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A design change was implemented to strengthen the driver in torsion by increasing the tip¿s cross-sectional area, shortening the shoulder cut on the shaft, and moving the ball detent groove on the shaft. Mechanical testing was performed on the redesign, which confirmed an increase in torque at failure from 0.35nm to 0.502nm. The received screwdriver was manufactured prior to these changes. Device history record review: manufacturing date: august 4, 2010 ¿ manufacturing location: synthes (B)(4) no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the threads on the tip of a stardrive screwdriver were twisted. The issue was discovered during inspection of the set with no patient or procedural involvement. During the investigation of the returned device, which was completed on april 22, 2016, it was determined that six (6) of the lobes were worn and chipped. As a result, the device was re-assessed for reportability. This report is 1 of 1 for (B)(4).